Event description:
A distributor from france reported a 4t alert triggered on a customer's pump. There was no information available regarding the impact on the customer¿s blood glucose level. The customer returned the pump, and a replacement pump with a new serial number was provided.